Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this communicator's power cord became very hot and started smoking when manipulated by the patient. When examined by the patient's clinic, a high pitched tone was observed the communicator was plugged into an outlet. No adverse patient effects were reported. This device is no longer in service.